Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle, plastic distal end cover (c-cover), objective and light guide (lg) lens could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation to the nozzle, objective or light guide lenses that might result in the retention of foreign material, however damage/deformation was observed at the plastic distal end cover where foreign material remained. The facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issues were likely the result of insufficient device cleaning/reprocessing and user handling/mishandling that resulted in damage to the plastic distal end cover. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle, plastic distal end cover (c-cover), objective and light guide (lg) lens had foreign objects. There were no reports of patient involvement.